Manufacturer narrative:
The customer's meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
The initial reporter stated they received discrepant glucose results for a neonatal patient tested with accu-chek inform ii meter serial numbers (B)(4). At 1:39, a sample from the patient was tested using meter serial number (B)(4), resulting in a glucose value of 35 mg/dl. The result did not agree with the patient's clinical status, so testing was repeated on the patient. At 1:47, a sample from the patient was tested using meter serial number (B)(4) and a test strip of the same lot from a different vial, resulting in a glucose value of 55 mg/dl. This value was used to assess the patient. Controls are processed on the meters three times per week and results were ok on both meters. The customer stated that the test strips appeared ok in both vials.

Manufacturer narrative:
The customer's meter and test strips were returned for investigation where they were tested using retention batteries and retention controls. Control ranges: level 1 = 30-60 mg/dl. Level 2 = 261-353 mg/dl. Testing results: level 1: 44 mg/dl, 45 mg/dl, 45 mg/dl. Level 2: 302 mg/dl, 295 mg/dl, 304 mg/dl. No information was provided in the complaint case that would point to a cause for the result discrepancy.

Manufacturer narrative:
Two vials of the returned test strips were inspected. The strip vials, desiccant, and vial caps were acceptable in appearance. There was no obvious reagent discoloration. The integrity of the vials was tested and this testing passed. The returned test strips were tested using glycolyzed blood. All testing with the returned strips produced acceptable results and no strip defects were observed.